Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time/date were incorrect and a pump reset alarm occurred. Tandem technical support assisted customer with correcting the time and clearing the alarm. Customer was not using pump at the time of the event; customer's blood glucose was not impacted.